Event description:
It was reported that on (B)(6) 2026, "the event involved a 72-year-old female patient who was having a tunneled catheter inserted for end-stage chronic kidney disease and gram-negative bacteremia. The catheter could not be inserted due to a defective threaded connection. As a result, the device was replaced." Patient condition was reported as "fine". Good faith efforts were made to obtain additional information regarding the reported device issue and the patient's clinical outcome. However, no response or additional information was received.

Manufacturer narrative:
(B)(4) the customer returned one connector assembly for analysis. No signs of use were observed. Visual inspection revealed no defects or anomalies on any portion of the device. No catheter body, compression cap, or compression sleeve were returned for investigation. A lab inventory syringe was used to test the connection to the luer hubs. The syringe connected to the threads of the luer hubs with no difficulty. A compression sleeve and compression cap from a lab inventory device was attached to test the connection of the juncture hub. The cap and sleeve connected to the threads of the juncture hub with no difficulty. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. Precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The customer report of threaded connection failure could not be confirmed through investigation of the returned sample. Visual analysis revealed no defects or anomalies on any portion of the device. Functional testing passed when testing the threads with lab inventory components. A device history record review was performed and no relevant findings were identified. Without the catheter body, compression cap, or compression sleeve, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.